Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedance was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31495. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed that one lead had all contacts with high impedances. Reprogramming was able to restore partial coverage. Surgical intervention may be pending to address the issue. It is unknown which lead has high impedances, therefore both leads are being reported.